Manufacturer narrative:
An agfa clinical analyst performed a retro-analysis and reported the findings to agfa service and agfa product quality manager. Agfa's investigation into this occurrence of rmat customization has revealed that this specific change had the potential to introduce clinical inaccuracies in patient reports. Specifically: finding and finding sentence are not anatomically correct. Potential impact: when the user attempts to select that there is akinesis of the mid anterior wall the sentence produced will describe the akinesis as being anterior wall, which could grossly overestimate the disease state and possibly lead to incorrect treatment. There has been no reported patient harm for this occurrence. A reportable correction is underway for this issue and has been reported to the FDA via reference #z-2112-10. Agfa will follow the rmat post market verification work instructions to correct the sentence finding. Any further investigation for the site described in this report will be documented in the ongoing cfr part 806 reporting. (B)(6).

Event description:
Agfa submitted MDR report #1225058-2010-00001 to the FDA on june 7, 2010 for a site in the us. A occurrence is being reported for the same issue/same device: impax cv results management administration tool (rmat). This is an internal discovery determined during the implementation of the associated problem correction plan, rmat verification, as reported in FDA z-2112-10. Within this 16th occurrence are 26 different study dates in which an individual MDR report will be submitted for each associated study date and medical record number (mrn). Currently, 28 reports contain this incorrect finding information.